Event description:
Cochlear implant initially implanted on (B)(6) 2010. Device failed and was explanted on (B)(6) 2011. MFR is aware of the explant, and we are sending it to them for evaluation and written findings. Note: this MFR voluntarily recalled un-implanted devices of this model (nucleus 5) on 09/13/2011, shortly after we issued medwatch report (B)(4). Pt was ir-implanted with a "freedom" cochlear implant, cat #z60353, which was the predecessor to the nucleus 5, and was the model referenced in the voluntary recall as being an adequate substitute for the nucleus 5. Http://products.cochlearamericas.com/suspension.